Event description:
N/a.

Manufacturer narrative:
H3 correction: "device evaluated by mfg?" Has been changed to "yes". Internal complaint number: (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 06 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (B)(6) 2021 through (B)(6) 2021. Run rule triggered above 3 s.d. In (B)(6) 2021 for the failure mode ¿ damaged packaging. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Run rule was triggered for the month of may 2021. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 07/06/2021. An investigation was conducted on (B)(6) 2021. The device was returned inside its opened package with the device inside. The device was examined. There were no visual defects observe. A reference blower mister was used to compare the tip as well as the shaft, and the returned product was the mirror image of the reference device. Based on the returned condition of the device, the reported failure "manufacturing, packaging or shipping problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using blower mister, 5-pack, they noticed that the tip of the cb-1000 was purple. They also questioned if the length and diameter of the shaft have changed. Procedure completed with complaint device, device worked as expected. No patient effect.